Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's implantable neurostimulator (ins) died and they could not charge it. The patient's ins could not be charged and had it replaced with a non-rechargeable ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.